Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
It was reported that the elective replace indicator message appeared for ipg. The patient controller app was updated and the message was cleared, resolving the issue.